Event description:
It was reported that the patient unintentionally navigated to the fill tubing function while still connected to the infusion set and pressed and held the button, delivering 10.6 units of insulin through the tubing. Symptoms included hypoglycemia, with the patient¿s blood glucose later documented as 42 and without reported hypoglycemic symptoms at the time. Outcomes included the need for oral glucose to treat the low blood glucose and urgent low and urgent low soon alarms on the device. Troubleshooting and education were provided, including disconnecting from the pump, exiting the fill tubing screen, returning to the home page, and advising delayed reconnection and monitoring. Investigation included interviews and analysis of information provided by the user and review of device use. Investigation of this case revealed no device problem, with a usage problem identified related to operation of the tubing component and an incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.